Event description:
It was reported that the patient presented remotely via merlin.net transmissions. It was noted that there were episodes of non-sustained right ventricular oversensing. The patient presented in the emergency room on (B)(6) 2017 after receiving multiple shocks. Review of the egms noted a possible double counting of the qrs or oversensing of the atrial signal on the ventricular lead. There was no capture or sensing in the atrium, and the patient reported diaphragmatic stimulation when pacing in the atrium. Upon x-ray, it was noted that the right atrial, right ventricular and left ventricular leads were twisted and pulled back. Pacing and high voltage therapy was turned off. On (B)(6) 2017, the leads were explanted and replaced. It was further noted that the patient had twiddler¿s syndrome. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.